Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015 device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 04/03/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime occurred with at least three cartridges from two separate boxes within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 06/03/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime warnings due to non-zero low force. Using the returned battery cap, the pump powered up to and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. The force senor calibration reading was found to be within specifications. Pump casing was opened and no anomalies were found with the force sensor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).